Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the nc euphora ptca balloon catheter survey results from an interventional cardiologist in practice 3 years. In the past 12 months the physician has used nc euphora 2.0 x 6mm balloon 32 times. Deflation difficulties with no impact on procedure were reported